Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that when attempting to input patient number in order to upload observations, the touchscreen was poorly responsive. The user was unable to press the delete button. Patient observations were printed and uploaded. The device was in use on a patient at the time of the event, however no health consequences or impact reported.